Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated they received battery failed alarm. The customer stated that he had change batteries several times but display remains blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated insert battery alarm was displayed on insulin pump screen. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting. Customer stated display did not return even after restarting the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm or blank display noted during testing. (B)(4).